Manufacturer narrative:
Information references the main component of the system and other applicable components are - product ID 3889-28, lot# va1f8v3, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had surgery on (B)(6) 2018, to replace the lead wire. It was reported that the healthcare professional (hcp) seemed to think there was an issue because the patient wasn't having enough success with the lead and thought it wasn't in the right place. The lead was transferred from the left side to the right side. In addition, it was reported that the patient's feet felt really tingly and sleepy the night before the report. The patient kept turning the stimulation down and it got too low, so it was turned off. After the surgery, the patient noticed there were no programs on her programmer and it maxes out at 0.0v. The patient mentioned she doesn't think the hcp wants her to have it off because a manufacturer representative (rep) would program it. The patient noted that she doesn't think the rep ever came. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that on (B)(6) 2018 they had an appointment and were comfortable. Later that night both feet were asleep. They turned the stimulation down, but still had sleepy feet. No further complications reported/anticipated.